Event description:
A us distributor reported that the lifevest once cut him on his leg, when he was getting out of bed in (B)(6) 2019. The patient reported that the monitor swung down and cut his leg. The patient stated that he is on blood thinners and that he bled a lot. The patient was told by medical professionals to keep it wrapped until it healed. The patient reported that the cut has now healed.